Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called to report low blood glucose in the middle of the night. Caller stated that insulin pump settings have been adjusted. Customer was experiencing high blood glucose readings in the 400 to 500 range for months at a time. The current blood glucose reading is 150 mg/dl at most. Nothing further reported.